Manufacturer narrative:
Corrections in b5. Additional information in d6b and h6: impact code. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A mobi-c patient reported the failure of their implant following an anterior cervical tdr at c5-c6 level. An x-ray and MRI showed misalignment, collapse, and high grade neural foraminal stenosis on the left at c4-c5 with impingement of the exiting left c5 nerve root. The patient suffers from headaches, nausea, vomiting, dizziness, pain, fatigue, muscle weakness and fatigue. The orthopedic surgeon has scheduled a revision surgery to remove the mobi-c and convert to a fusion.

Event description:
A mobi-c patient reported the failure of their implant following an anterior cervical tdr at c5-c6 level. An x-ray and MRI showed misalignment, collapse, and high grade neural foraminal stenosis on the left at c4-c5 with impingement of the exiting left c5 nerve root. The patient suffers from headaches, nausea, vomiting, dizziness, pain, fatigue, muscle weakness and fatigue. The orthopedic surgeon has recommended a revision surgery to remove the mobi-c and convert to a fusion, but a surgery date has not been set.

Manufacturer narrative:
H6: additional patient codes: 1970, 1849, 1967, 1994, 2081, 2433. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The patient also submitted voluntary mw5156494 for this event. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A mobi-c patient reported the failure of their implant following an anterior cervical tdr at c5-c6 level. An x-ray and MRI showed misalignment, collapse, and high grade neural foraminal stenosis on the left at c4-c5 with impingement of the exiting left c5 nerve root. The patient suffers from headaches, nausea, vomiting, dizziness, pain, fatigue, muscle weakness and fatigue. The orthopedic surgeon has recommended a revision surgery to remove the mobi-c and convert to a fusion, but a surgery date has not been set.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, so an evaluation was unable to be performed. X-ray images taken 2 years post-op were provided, which show that the inferior endplate appears to be positioned too far posteriorly. X-rays from immediately after the initial surgery were not provided, so a comparison of plate positioning could not be completed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A mobi-c patient reported the failure of their implant following an anterior cervical tdr at c5-c6 level. An x-ray and MRI showed misalignment, collapse, and high grade neural foraminal stenosis on the left at c4-c5 with impingement of the exiting left c5 nerve root. The patient suffers from headaches, nausea, vomiting, dizziness, pain, fatigue, muscle weakness and fatigue. The orthopedic surgeon has scheduled a revision surgery to remove the mobi-c and convert to a fusion.